Manufacturer narrative:
G4: 29sep2020 b4: (B)(6) 2020. The bench repair engineer confirmed primary alarm failure error, need to replace speakers to fix the problem. Will update software to 2.30. Additional findings: top cover is broken. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:31mar2021. B4:04apr2021. Failure analysis on the returned speaker shows that electrical open in the speaker created the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23oct2020. B4: 30oct2020. The bench service engineer replaced the speaker to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
The customer reported check vent alarm primary alarm failed when powering on the unit. The customer contacted product support and requested for service repair. The customer advised the unit needs to be upgraded to 2.30. The customer advised may need preventive maintenance service. The customer requested bench repair. The customer reported that the unit was not in use on a patient.